Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: low anterior resection. According to the reporter: the surgeon fired the instrument with the green indicator visible. When they removed the instrument, they found that no staples had been placed. The "donuts" were perfect. No reported critical extra blood loss. Operation time was extended 3 hours. Used another eea31 to solve the problem. Pt is in good condition now.